Event description:
It was reported that after successfully fixating the right atrial (ra) leadless pacemaker, the delivery catheter was unable to enter tether mode. While attempting to redock the lp to the catheter, it prematurely released. The lp had good electrical values and remains implanted. The patient was in stable condition. The delivery catheter was inspected following the procedure and the tethers were unable to be aligned. The delivery catheter was suspected to be damaged.